Event description:
The device subsequently was explanted and replaced with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with early eri status suspected.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.

Event description:
Boston scientific received information from a health care provider (hcp) that this device displayed an elective replacement indicator (eri) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is not included in an advisory population. A boston scientific technical services consultant (ts) discussed how this device is programmed to recognize extended charge times that exceed specification, how eri status is determined by either voltage or charge time, and device replacement recommendations. There were no adverse patient effects reported, and the device remains implanted and in service.